Event description:
It was reported that: "surgeon is concerned about ingrowth of implant. He stated that the halo around dome of implant is of concern. Wants to know if this is x-ray scatter and if this is normal for this type of implant."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.